Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The incident information; however, the product was not returned to abbott vascular for analysis. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified and moderately tortuous anatomy such that the balloon became damaged and subsequently ruptured during second inflation. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, moderately tortuous, mid left anterior descending coronary artery that is 80% stenosed. A 2.00x15mm mini trek balloon was used for dilatation, but the balloon ruptured on the second inflation at 16 atmospheres. An non-abbott balloon was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.